Event description:
A surgeon reported that an intraocular lens (iol) did not fit properly in a patient's eye. The iol was replaced with a different size lens. The details of this event are not known. Additional information has been requested.